Manufacturer narrative:
E1: reporting institution phone (B)(6). A philips remote service engineer (rse) spoke to the customer and confirmed that the device did alarm and the issue was due to the phonic isolation between the rooms. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx700 patient monitor indicating that the pause alarm did not ring even though the clinical audit indicates the presence of pause and asystly alarms. The device was in use on a patient at time of event, there was no adverse event reported.